Event description:
Edwards received notification that this valve model 3300tfx23mm implanted in the aortic position in a 69 y-o patient was explanted after an implant duration of 7 years due to degeneration leading to severe aortic stenosis. A non-edwards valve was successfully implanted in replacement. The patient was noted as to be discharged. As reported, the valve had failed on more than one cusp. There was no sign of endocarditis. No co-morbidities were reported. As per medical opinion, it was observed a premature degradation on all leaflets.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Updated: b4, g4, h6.

Event description:
Edwards received notification that this valve model 3300tfx23mm implanted in the aortic position in a 69 y-o patient was explanted after an implant duration of 7 years due to degeneration leading to severe aortic stenosis. A non-edwards valve was successfully implanted in replacement. The patient was noted as to be discharged. As reported, the valve had failed on more than one cusp. There was no sign of endocarditis. No co-morbidities were reported. As per medical opinion, it was observed a premature degradation on all leaflets. The product was returned for evaluation. As per product evaluation results, customer reports of degeneration and stenosis were confirmed due to observed calcification.

Manufacturer narrative:
Updated: b4, b5, f10, g4, h3, h10. H3: evaluation summary: customer reports of degeneration and stenosis were confirmed due to observed calcification. X-ray demonstrated commissure 1 was bent outward and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of leaflet 3 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­8mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Wireform was exposed on commissure 1. Photos provided appeared consistent with lab findings. H10: additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was requested to be returned for evaluation. Upon return, a supplemental report with the findings will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx23mm implanted in the aortic position in a (B)(6) y-o patient was explanted after an implant duration of 7 years due to degeneration leading to severe aortic stenosis. As reported, the valve had failed on more than one cusp. There was no sign of endocarditis. No co-morbidities were reported. As per medical opinion, it was observed a premature degradation on all leaflets.